Event description:
It was reported a xia 3 screw was changed because the surgeon tried to screw over 5 blockers without success.

Manufacturer narrative:
Method: device not returned. Results: device not returned. Device history review could not be performed. Conclusion: because the device was discarded, testing and inspection cannot be performed to aid in root cause analysis. This type of event may result from multiple factors. Due to the multifactorial nature of the event and the inability to test the reported the device, the root cause of the customer reported event cannot be determined conclusively.

Event description:
It was reported a xia 3 screw was changed because the surgeon tried to screw over 5 blockers without success.